Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 41.0, 47.0, 73.0, 90.0, and 112.0 cm from its proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod6 revealed a functional device. Further evaluation revealed that the pusher assembly was kinked. If the pod6 is forcefully advanced against resistance, damage such as a kinked pusher assembly may occur. During the functional test, resistance was encountered as the kink in the pusher assembly was advanced through its introducer sheath. However, the pod6 was able to be advanced through a demonstration lantern without an issue. Further evaluation revealed additional pusher assembly kinks along the pusher assembly. These kinks may have been incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod6s, lantern delivery microcatheter (lantern), non-penumbra sheath and, non-penumbra catheter. During the procedure, while attempting to advance a pod6 through the lantern, the physician experienced resistance and the pod6 became stuck in the middle of the microcatheter; therefore, the pod6 was removed. The procedure was completed using a new pod6, pod packing coils (pod pc), ruby coils and the same lantern. There was no report of an adverse effect to the patient.